Event description:
It was reported that the patient received inappropriate shocks. It was noted the implantable cardiac defibrillator (ICD), which was connected to this lead, generated an audible "patient alert" for lead integrity (lia). There was also high impedance on the right ventricular (rv) lead. The lead was explanted and replaced. The device was replaced with no further information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies found, oversensing, lead impedance and lead integrity alert (lia) captured under associated lead save-to-disk (s2d) analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.